Manufacturer narrative:
Product analysis#: (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium prime coil inner pouch and within a dispenser track. The axium implant coil was returned without its introducer sheath. Visual inspection/damage location details: the axium prime coil pushwire was found to be broken but retained by release wire at ~3.3cm at load indicator and at break indicator. The axium prime coil was found to be already detached. The axium implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. There was no reported issue pushing the axium prime coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath; however, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the spring coil was implanted during aneurysm embolization surgery. It was found that the spring coil was stretched during delivery. It was then removed from the body. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left c5 aneurysm with a max diameter of 5.5 mm and a 3.6 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. Additional information was received. The procedure was completed by replacing the device with a new spring coil. The cause of the coil stretch was not determined. No issues were identified that could have resulted in the observed damage.